Manufacturer narrative:
(B)(4). Customer returned pump alleging high blood glucose on (B)(6) 2021. The pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locks properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), missing display window/cover, pillowing keypad overlay, and stained keypad overlay. Cosmetic damage was confirmed. High blood glucose anomaly not confirmed during testing.

Event description:
Information received by medtronic indicated that the customer received a calibration not accepted alert and change sensor alert. It was reported that they were unable to troubleshoot high blood glucose customer declined it. The customer discontinued the use of device.